Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving unknown drug via an implantable pump for spinal pain indications. It was reported that for the past couple months, maybe a month or so, they have been seeing service codes 156 and 518 on their handset. Patient stated that they have to put the communicator right on top of the pump and shift it a millimeter sometimes to get it to connect. Patient also mentioned thatthe timer keeps going and it takes so long to connect to the pump. Agent walked patient through clearing the data in their handset and patient was able to successfully connect to their pump. Agent also walked patient through closing out of the application after bolus usage. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.